Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to recurring incontinence. Following implantation of the sling the patient's incontinence was improved. Over time the patient began experiencing worsening incontinence. Prior to having the aus device implanted the patient experienced heavy leaking.

Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons.